Manufacturer narrative:
The device was received with both seals intact and no physical damage. The device history log showed force sensor test error. The power up process, check and test force sensor found force sensor test error was found at power up process and failed force sensor reading. At 0.00 lbs. The force reading is -1.00 lbs and the count is at zero (the count of the force at zero should be around 30s). Force sensor is out of calibration. The root cause was unable to determine. The tech performed force sensor calibration and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported the device bad force sensor. No patient injury reported.